Event description:
It was reported by svc report that the glide rod on the siderail was bent and the siderail could not be raised. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: glide rod.